Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11i03051, h11h17087, h11g28029 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of in a patient coincident with dianeal pd4 ambuflex therapy. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering. On an unreported date in 2011, dianeal therapy was withdrawn and the patient was undergoing in center hemodialysis. Per the nurse, the event was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.